Event description:
Same case as MDR ID# 2134265-2015-00645. It was reported that catheter entrapment and a shaft break occurred. An 035/180 amplatz super stiff guidewire and an 8.0 x 40, 75cm mustang¿ balloon catheter were selected for use in a fistulogram. During the procedure, the balloon catheter became stuck on the guide wire and the shaft of the mustang broke. The devices were removed together. The procedure was completed with another 8.0 x 40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the catheter shaft identified that the shaft was severely stretched and coiled between 6cm to 14cm proximal to the proximal touch-up (a total length of 8cm). As a result of this stretching a recommended 0.035 inch wire could not pass through this stretched section of device. No other restrictions were noted along the wire lumen. A visual examination of the tip section of the device found that the distal edge of the tip was deformed. This type of damage is consistent with the wire being pulled out through the tip at an angle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00645. It was reported that catheter entrapment and a shaft break occurred. An 035/180 amplatz super stiff guidewire and an 8.0 x 40, 75cm mustang¿ balloon catheter were selected for use in a fistulogram. During the procedure, the balloon catheter became stuck on the guide wire and the shaft of the mustang broke. The devices were removed together. The procedure was completed with another 8.0 x 40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).